Event description:
It was reported that the customer had a test failure alarm. Customer declined any further troubleshooting. Customer will switch to a newer pump that he was shipped earlier this month. Customer did not want to return the pump. No further assistance needed.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.